Event description:
Treatment initiated, pt initial blood flow rate 450 for 30 minutes when arterial pressure dropped. Needle was repositioned with good initial flow, and subsequent decrease in arterial pressure. New arterial needles were inserted at different sites, and again low arterial pressure. Pt rinsed back for new circuit. Cartridge found to have blood leak at back of arterial transducer. New cartridge and dialyzer set up. Treatment initiated without any problems with arterial pressure or other side effects.